Event description:
The manufacturer received information alleging a ventilator's power intermittently switches on and off. The device was not in patient use. The device has not yet been evaluated by the manufacture . At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.